Event description:
The customer reported a 50 ml liquid leak around shear valve 85 of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument and the customer was unable to determine the source of the leak. The tubing going through shear valve 85 carries blood, diluent and clenz reagent. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, (B)(6) 2012, a field service engineer (fse) was dispatched and found the tubing going through the shear valve (85) to the diff mixing chamber clogged. The fse replaced the tubing and verified the instrument operations. The root cause for this event is attributed to the tubing from the shear valve 85.

Manufacturer narrative:
(B)(4).